Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd)s, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent mitral valve-in-valve procedure to treat his 27 mm 6900p bioprosthetic valve after an implant duration of 13 years and seven months ((B)(4)). The mitral bioprosthetic valve was noted to have high gradient and symptomatic for stenosis. A 26 mm 9600tfx valve was implanted with excellent results. (B)(4), it was also reported that patient is exhibiting moderate tricuspid regurgitation of the subject device after an implant duration of two years and four months. However, there is no plans for intervention at this time, as the mitral valve is taking precedent. Patient has a history of coronary artery disease, atrial fibrillation, hypertension, hyperlipidemia, and hypothyroidism.